Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse instructed the customer on how to monitor and clean certain instrument areas. The cse performed a precision testing, which was acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The customer ran the patient sample in duplicate and the first replicate result was falsely elevated while the second replicate result was lower. The sample was repeated several times on the same instrument, resulting lower all times. The lower result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2016-00421 was filed on august 3, 2016. Additional information (08/12/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and the service report. The hsc specialist stated that the tni-ultra assay is sensitive at the low end of the assay range due to the relative light units range for tni being close to the luminometer low range. The sensitivity can be disturbed by the introduction of poorly prepared sample or poor system wash process performance. The system performance was checked by the siemens customer service engineer specialist and no instrument malfunction was found. The hsc specialist could not determine the cause of the discordant, falsely elevated tni-ultra result as the discordant result could not be reproduced.